Event description:
It was reported that the right ventricular (rv) lead exhibited noise. Lead integrity alert (lia) triggered for a combination of elevated short interval counts (sic) and non-sustained tachycardia (nst). The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was revised and an old pacing lead was uncapped and connected for the pace and sense portion of the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met and oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 5 non-sustained tachycardia episodes with cycle length intervals less than 220 ms between (B)(6) 2014. There were 448 ventricular -sics over 185 days; average 2.4 ventricular -sic/day. Lead failure predictor triggered on (B)(6) 2014 for ventricular -sics and non-sustained tachycardia episodes. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 419678 lead, implanted: (B)(6) 2010. Zy52rjbv oscor medical lead, implanted: (B)(6) 2007. (B)(4).